Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Customer returned insulin pump for an alleged crack at battery compartment found on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with blank display. Attempted to download using crest tool and was unsuccessful due to moisture damage on electronic assembly and battery tube. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. Unable to swapped pcbs due to moisture damage. The following were noted during visual inspection: cracked case (corner of belt clip rails), missing display window cover, cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. In summary, blank display confirmed due to moisture damage on electronic assembly. Missing retainer and missing reservoir tube o-ring. Confirmed. Exposed to moisture confirmed.

Event description:
Information received by medtronic indicated that insulin pump had crack in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.